Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event and also confirmed that the lamp was recently changed by their biomed department and only has 100hrs of use. The device will not be returned to olympus for evaluation.

Event description:
It was reported the subject device main lamp was shutting off and emergency spare lamp auto light up. The issue occurred during inspection for use of a diagnostic bronchoscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g4; h2; h6 and h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.